Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two samples were provided to our quality team for investigation. Through visual inspection, liquid is observed between the stopper ribs, verifying the reported incident. There was no damage or other defect identified within the product to indicate why the leak occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples cannot be evaluated. Leakage testing was performed on the returned sample and was verified to meet required specification and no leakage was observed. It is possible the pressure applied to the plunger while filling, caused the stopper to slightly separate from the barrel wall and lead to the leak reported. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
We have encountered a quality defect on a 3p 50ml syringe 300865 (lot unknown). During the preparation of a chemotherapy syringe with epirubicine, a few drops of the product (red) passed over the plunger. The preparation was repeated with another syringe, and the defect was not observed this time. However, we kept the faulty syringe (contaminated with cytotoxic molecule). Could you confirm that there was no impact on the user/patient? Delay in treatment because the syringe had to be reprepared. Could you confirm that the leak was observed in a safety environment such as a laminar flow hood? Leak detected in the isolator.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have encountered a quality defect on a 3p 50ml syringe 300865 (lot unknown). During the preparation of a chemotherapy syringe with epirubicin, a few drops of the product (red) passed over the plunger. The preparation was repeated with another syringe, and the defect was not observed this time. However, we kept the faulty syringe (contaminated with cytotoxic molecule).